Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient while in the emergency experienced a bent cannula when the site was removed. Blood glucose level was 877 mg/dl when the patient arrived in the emergency. The patient received insulin drip as corrective treatment. After an hour in the emergency, the patient was hospitalized due to diabetes ketoacidosis as the patient had ketone levels and the health care professional assessed ketone levels as dangerous/life threatening. Patient's blood glucose level was 800 mg/dl when the patient was hospitalized and received bolus and manual injection as corrective treatment. The treatment resolved the issue but had a permanent damage as the patient had heart attack and stroke like symptoms due to high blood glucose level. The infusion set was in use for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.